Event description:
It was reported that no pacing in the left ventricle was observed. Lv lead dislodgement was noted on chest x-ray. Physician suspected that the lead was ratcheted around lead suture sleeve but no twisting was noted on x-ray. During lead revision procedure, the physician was unable to advance the stylet into the lead lumen and could not flush the lead also. There was no blood or tissue in the lead. The lead was explanted and replaced. Patient was stable during and post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.